Manufacturer narrative:
Manufacturing site evaluation: investigation on-going. Additional information / investigation results will be provided in a supplemental report.

Event description:
An adverse event was reported involving medical device nr005z - as columbus rev f femur cemented f5l. Specifically, it was reported that there was postoperative loosening of the left knee. The patient had undergone a left total knee arthroplasty (tka) on (B)(6) 2022 with complaints of left knee pain and effusion postoperatively; and revision surgery on (B)(6) 2023. According to manufacturer's reporting evaluation in accordance with 21 cfr part 803, section 803.3, this event is considered reportable for the following reason - adverse event (not later than 30 days). The assessment for the reportability of this adverse event was based on the patient harm, revision surgery. Additional information was not provided. The adverse event is filed under aesculap ag reference no. 100039473 (400751409). Associated medwatch reports: nx053z (aesculap ag reference no. (B)(4); 9610612-2026-00060). Nx011z (aesculap ag reference no. (B)(4); 9610612-2026-00062). Nr005z (aesculap ag reference no. (B)(4)). Nx053z (aesculap ag reference no. (B)(4); 9610612-2026-00063). Involved components: nx062z/ as tibia extension stem 12x52mm cemented (aesculap ag reference no. (B)(4); 9610612-2025-00100). Nx220/ vega ps+ gliding surface t2/2+ 10mm (aesculap ag reference no. (B)(4)). Nr404z/ as femur extens.stem 5° d14x117 cem.less (aesculap ag reference no. (B)(4)). Nr400z/ as nut f/femur extens.stem all sz.neutr. (Aesculap ag reference no. (B)(4)). Nx063z/ as tibia extension stem 14x52mm cemented (aesculap ag reference no. (B)(4)). Nn423/ columbus uc gliding surface t2/2+ 16mm (aesculap ag reference no. (B)(4)).